Manufacturer narrative:
The devices and x-rays associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required for the cement was unavailable. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required for the tibia was not provided. The initial reporting stated no additional investigational inputs are available. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address pain in the tibia area. There was some micromotion in the tibial tray, and the tibial tray was also loose at the cement/bone interface. Depuy cement was used at the time of original implantation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.